Event description:
It was reported that the user experienced difficulty completing a supply change on the ilet, attempting to insert a full cartridge while the pump displayed fill tubing with remaining insulin, and required multiple guided attempts to complete the rewind and supply change; during this period, blood glucose increased from 249 mg/dl to 322 mg/dl, and later was 302 mg/dl, with no hospitalization and with the device component implicated as the plunger and the problem characterized as an improper or incorrect procedure or method. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found and a usage problem identified consistent with an improper procedure involving the cartridge and plunger during the change process. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.